Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient went to the emergency room for treatment for staph infection. The pus from the wound was drained. The patient was given bactrim & cefalexin through IV. Oral versions of the antibiotic was sent home with the patient. Pod worn between 24 and 36 hours and discarded. Three weeks later patient was left with three scars about a centimeter wide.